Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 1 year and 1 month post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. No adverse patient effects were reported.